Manufacturer narrative:
Suspect device received on 9/4/2019. Device evaluation: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Concomitant medical products: left-mentor memorygel 325cc silicone breast implant, catalog number 3503254bc serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast reconstruction surgery with mentor memorygel 325cc silicone breast implants which the right side has issue with capsular contracture grade ii, and chronic hematoma after implantation. The issue was confirmed by the physician. As a result patient had the device removed and replaced with catalog number 3503504bc, serial number (B)(4) on (B)(6) 2019.